Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: restenosis or occlusion requiring surgical intervention. Device issue: stent fracture. The following events were noted through a periodic article review. A prospective study was conducted to investigate the incidence, anatomical location, and clinical impact of fractures and/or compression of infrapopliteal balloon-expandable metal stents implanted for critical limb ischemia (cli) treatment. Between 2006 and early 2008, a total pts who had previously been treated with angioplasty and stent placement were enrolled. Results included 1 failure to cross, 1 severe stent fracture, some stent compressions associated with increased artery restenosis. All cases of stent fracture or compression were associated with angiographic binary restenosis or occlusion of the respective lesion. The single stent fracture and some cases of stent deformation or compression occurred in the distal third in close proximity to the lateral malleolus. Five pts had relapse of the cli symptoms, and all underwent repeat infrapopliteal angioplasty. Re-intervention failed in 1 pt, because of an inability to cross the collapsed stent in the distal anterior tibial artery (ata). The pt eventually underwent a major above-the-ankle amputation. The pts in the study had a great variety of both stainless-steel and cobalt-chromium stent platforms, either bare or drug-coated, which were followed for >1 year on average. The article does not directly correlate the adverse outcomes to a specific device/brand/manufacturer. No additional event or pt info is available.

Manufacturer narrative:
Internal file number - (B)(4). Stenosis and occlusion, as listed in the xience v instructions for use (IFU) are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Additionally, stenosis and occlusion are listed in the no fault risk assessment. There was no report of any product malfunction at the time of the stent implant and the procedure was completed successfully. In this case, a conclusive cause for the reported patient effects, and the relationship to the products, if any, cannot be determined. Stent fracture is consistent with severe torquing or kinking of the stent implant such that there would be material stress/fatigue that would weaken the material and result in a fracture/breakage of the stent implant. Based on their material properties, metals stents will often fracture/break when torsional and/or bending forces are applied. As restenosis progressed, subsequent stent collapse or poor apposition to the vessel wall likely contributed to the reported occlusion. It should be noted that the xience v IFU states that xience v everolimus eluting coronary stent systems are indicated for use to improve coronary luminal diameters. This product is not intended for use in the anterior tibial artery (ata), as was reported. The effects of the xience v stent placed in the ata are currently unknown at this time. In this case, a conclusive cause for the reported stent fracture and collapse could not be determined.